Manufacturer narrative:
(B)(4). G3 date received by mfg - correction to the date in the initial MDR. The correct date is 04/09/2025.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that this report was confirmed to be a duplicate of 3004753838-2025-093751. The date discrepancy has been reported to be corrected to the event date of 09/21/2024.

Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been confirmed to be a duplicate of 3004753838-2025-093751.

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On approximately (B)(6) 2024, the cgm reading was high and the patient´s insulin pump automatically dispensed insulin based on this. The pump gave the patient an option for administering extra insulin, which the patient did. Five minutes after this extra bolus the cgm reading was 8.0 mmol/l. The patient experienced a hypoglycemic event and a seizure. The reporter stated that the insulin pump was not at fault. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.